Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A doctor reported patients appeared to be overcorrected in their cylinder post custom ablation treatment. Upon follow up, doctor is unable to provide any additional information related to patients.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. (B)(4).